Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw damaged. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle the jaw open and close there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the instrument didn¿t work properly. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.